Event description:
A report was received that during a suction procedure the connection between the irrigation valve and the one-way valve of two devices split. No patient injury or adverse event were reported.